Event description:
On 1/20/95, bilateral saline breast implants implanted at this hosp. On 2/8/95, pt re-admitted due to breast implants leaking & returned to surgery for breast implant replacements (right & left).